Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the device/perforation (fallopian tube(s))."), device dislocation ("migration of the device/migration of essure device") and pelvic fracture ("pelvic fracturing") in a (B)(6) female patient who had essure (batch no. B71762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test.". On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), hypersensitivity ("allergic or hypersensitivity reaction") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced pelvic fracture (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pelvic fracture, pelvic pain, vaginal haemorrhage, hypersensitivity and menorrhagia outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, hypersensitivity, menorrhagia, pelvic fracture, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she is currently planning for essure removal. Reason(s) for removal: essure caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, migration of essure device, pain, perforation (fallopian tube(s)), patient did not undergo essure confirmation test. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the device/perforation (fallopian tube(s))."), device dislocation ("migration of the device/migration of essure device") and pelvic fracture ("pelvic fracturing") in a 28-year-old female patient who had essure (batch no. B71762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's past medical history included latex allergy. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included urticaria with penicillin. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), hypersensitivity ("allergic or hypersensitivity reaction") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic fracture (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pelvic fracture, pelvic pain, vaginal haemorrhage, hypersensitivity and menorrhagia outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, hypersensitivity, menorrhagia, pelvic fracture, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils visible on the right. There were 4 coils visible on the left. She is currently planning for essure removal. Reason(s) for removal: essure caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Diagnostic results: on (B)(6) 2014, findings revealed normal intrauterine anatomy, uterus sounded to 9 cm and thin endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the device/perforation (fallopian tube(s)).'), device dislocation ('migration of the device/migration of essure device'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage') and pelvic fracture ('pelvic fracturing') in a 28-year-old female patient who had essure (batch no. B71762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's medical history included pregnancy with contraceptive device in (B)(6) 2017, latex allergy, multigravida, parity 5 ((B)(6) 2005, (B)(6) 2005, (B)(6) 2007, (B)(6) 2010, (B)(6) 2014) and miscarriage. On (B)(6) 2014, findings revealed normal intrauterine anatomy, uterus sounded to 9 cm and thin endometrium. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included urticaria with penicillin. Concomitant products included naproxen since (B)(6) 2014 and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic fracture (seriousness criterion medically significant), pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic fracture, pelvic pain, vaginal haemorrhage, hypersensitivity, menorrhagia, depression, anxiety and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, pelvic fracture, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils visible on the right. There were 4 coils visible on the left. She is currently planning for essure removal. Reason(s) for removal: essure caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. She did not allege that essure caused birth defects. Patient experienced another pregnancy episode in (B)(6) 2017 which captured under case (B)(4). She received treatment for pain , bleeding and psycho problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event "genital bleeding " was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the device/perforation (fallopian tube(s)).'), device dislocation ('migration of the device/migration of essure device'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage') and pelvic fracture ('pelvic fracturing') in a 28-year-old female patient who had essure (batch no. B71762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's medical history included pregnancy with contraceptive device in (B)(6) 2017, latex allergy, multigravida, parity 5 ((B)(6) 2005, (B)(6) 2005, (B)(6) 2007, (B)(6) 2010, (B)(6) 2014) and miscarriage. On (B)(6) 2014, findings revealed normal intrauterine anatomy, uterus sounded to 9 cm and thin endometrium. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included urticaria with penicillin. Concomitant products included naproxen since (B)(6) 2014 and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic fracture (seriousness criterion medically significant), pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic fracture, pelvic pain, vaginal haemorrhage, hypersensitivity, menorrhagia, depression, anxiety and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, pelvic fracture, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils visible on the right. There were 4 coils visible on the left. She is currently planning for essure removal. Reason(s) for removal: essure caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. She did not allege that essure caused birth defects. Patient experienced another pregnancy episode in (B)(6) 2017 which captured under case (B)(4). She received treatment for pain , bleeding and psycho problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event "genital bleeding " was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the device/perforation (fallopian tube(s)).'), device dislocation ('migration of the device/migration of essure device'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage') and pelvic fracture ('pelvic fracturing') in a 28-year-old female patient who had essure (batch no. B71762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's medical history included pregnancy with contraceptive device in (B)(6) 2017, latex allergy, multigravida, parity 5 ((B)(6) 2005, (B)(6) 2005, (B)(6) 2007, (B)(6) 2010, (B)(6) 2014) and miscarriage. On (B)(6) 2014, findings revealed normal intrauterine anatomy, uterus sounded to 9 cm and thin endometrium. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included urticaria with penicillin. Concomitant products included naproxen since (B)(6) 2014 and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic fracture (seriousness criterion medically significant), pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic fracture, pelvic pain, vaginal haemorrhage, hypersensitivity, menorrhagia, depression, anxiety and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, pelvic fracture, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils visible on the right. There were 4 coils visible on the left. She is currently planning for essure removal. Reason(s) for removal: essure caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. She did not allege that essure caused birth defects. Patient experienced another pregnancy episode in (B)(6) 2017 which captured under case (B)(4). She received treatment for pain , bleeding and psycho problems. Lot number: b71762 manufacturing date: 2013/09/10 expiration date: 2016/09/30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the device/perforation (fallopian tube(s))."), device dislocation ("migration of the device/migration of essure device"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and pelvic fracture ("pelvic fracturing") in a 28-year-old female patient who had essure (batch no. B71762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's medical history included latex allergy, multigravida, parity 5 ((B)(6)2005, (B)(6)2005, (B)(6)2007, (B)(6)2010, (B)(6)2014), pregnancy with contraceptive device in (B)(6) 2017 and miscarriage. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included urticaria with penicillin. Concomitant products included naproxen since (B)(6)2014 and paracetamol (acetaminophen). On(B)(6)2014, the patient had essure inserted. In 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression") and anxiety ("mental anguish"). In (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6)2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic fracture (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic fracture, pelvic pain, vaginal haemorrhage, hypersensitivity, menorrhagia, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, fallopian tube perforation, hypersensitivity, menorrhagia, pelvic fracture, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils visible on the right. There were 4 coils visible on the left. She is currently planning for essure removal. Reason(s) for removal: essure caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. She did not allege that essure caused birth defects. Patient experienced another pregnancy episode in (B)(6)2017 which captured under case (B)(4). Diagnostic results: on (B)(6)2014, findings revealed normal intrauterine anatomy, uterus sounded to 9 cm and thin endometrium. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: events- "miscarriage, pregnancy", reporter added from pfs. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the device/perforation (fallopian tube(s))."), device dislocation ("migration of the device/migration of essure device") and pelvic fracture ("pelvic fracturing") in a 28-year-old female patient who had essure (batch no. B71762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's past medical history included latex allergy. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included urticaria with penicillin. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression") and anxiety ("mental anguish"). In 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic fracture (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pelvic fracture, pelvic pain, vaginal haemorrhage, hypersensitivity, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, hypersensitivity, menorrhagia, pelvic fracture, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils visible on the right. There were 4 coils visible on the left. She is currently planning for essure removal. Reason(s) for removal: essure caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Diagnostic results: on (B)(6) 2014, findings revealed normal intrauterine anatomy, uterus sounded to 9 cm and thin endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received. Events added: depression and mental anguish. Concomitant drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the device/perforation (fallopian tube(s)).'), device dislocation ('migration of the device/migration of essure device'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage') and pelvic fracture ('pelvic fracturing') in a 28-year-old female patient who had essure (batch no. B71762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's medical history included pregnancy with contraceptive device in (B)(6) 2017, latex allergy, multigravida, parity 5 ((B)(6) 2005, (B)(6) 2005, (B)(6) 2007, (B)(6) 2010, (B)(6) 2014) and miscarriage. *on (B)(6) 2014, findings revealed normal intrauterine anatomy, uterus sounded to 9 cm and thin endometrium. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included urticaria with penicillin. Concomitant products included naproxen since (B)(6) 2014 and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic fracture (seriousness criterion medically significant), pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic fracture, pelvic pain, vaginal haemorrhage, hypersensitivity, menorrhagia, depression, anxiety and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, pelvic fracture, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils visible on the right. There were 4 coils visible on the left. She is currently planning for essure removal. Reason(s) for removal: essure caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. She did not allege that essure caused birth defects. Patient experienced another pregnancy episode in (B)(6) 2017 which captured under case (B)(4). She received treatment for pain , bleeding and psycho problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event "genital bleeding " was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.